Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy after an unrelated surgical procedure. It was reported that a low battery message for patient's ipg displayed on external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Battery problem corrected to 3283 - wireless communication problem, added 1924 - failure of implant added: an inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.